Event description:
It was reported to sales from surgeon that an edwards aortic bioprosthetic valve was explanted after 7 years because one of the leaflets was not functioning properly. No additional information was provided at this time.

Manufacturer narrative:
Long term deterioration of bioprosthetic valves is dependent on both patient factors and intrinsic properties of the valve itself. Despite multiple follow up attempts, the explanted device has not yet been returned to edwards for evaluation. Moreover no additional information or medical records were provided despite follow up with the healthcare provider. Therefore, the reported prolapsed leaflet after 7 years of implant cannot be confirmed or evaluated. The mechanism and nature of the reported failure could not be identified. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Additional information will be reported if provided.

Manufacturer narrative:
Evaluation codes: method:other = x-ray device evaluation summary: the explanted device was returned and evaluated; heavy calcification was observed in the cusp area of leaflet 3, moderate to heavy calcification was observed in the cusp area of leaflet 1, minimal calcification was observed in the cusp area of leaflet 2. The free margin of leaflet 1 and 3 exhibited minimal to moderate calcification, free margin of leaflet 2 exhibited moderate calcification. Moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 8mm. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was heavy at the stent inflow and moderate to heavy at the stent outflow. Host tissue fused leaflets 1 and 2 at commissure 2 on the inflow aspect by approx 7mm. Calcification and host tissue restricted mobility in the leaflets and led to stenosis. Leaflet 1 had a torn area at the free margin, area measured approx 7mmx3mm. Leaflet 3 also had a tear at the free margin, tear measured approx 6mm. Calcification was observed near the regions of the tears. The x-ray demonstrated calcification, commissure 3 wireform distorted and wire band bent outward. Approx 50% of the wireform was also exposed on the inflow aspect. These damages are most likely due to explant. Additional manufacturer narrative: bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The provided information suggests nothing to indicate a device quality deficiency related to this event. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.